Event description:
Patient parent called to report that the patient's meter had segment's missing from their one touch ultra meter. Parent mentioned that the patient was having symptoms of low bg. Per parent, the patient's gets whiny and is a brat when they obtains low bg readings. When parent tested the patient's bg it was 65 mg/dl. Parent treated the patient with some food or drink. Patient did not seek medical attention. No further information has been provided.